Event description:
It was reported that while attempting to open a subacromial space using a suction ablator the physician burned a small hole through the skin, posterior/lateral, possibly through the deltoid. The physician excised and sutured the wound. No additional completions were reported.